Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient developed an infection, underarm pain and swollen lymph nodes. The patient was given antibiotics. The icm remains in use. No further patient complications have been reported as a result of this event.